Event description:
The customer stated that he received a control test result of 23 mg/dl using his contour meter. A normal control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. Before customer service could gather product info or troubleshoot, the call was disconnected. Customer service made 2 attempts to contact the customer, but they were not successful. No product will be returned.

Manufacturer narrative:
The customer did not provide a meter serial number, so it was not possible to determine the MFR date.